Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during implant of the right ventricular (rv) lead, there was no capture at maximum output and pulse width. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.